Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that they were unsure of the cause for lbgs. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer stated that their spouse had adjusted their basal rates a few months ago due to stress and they may have to read just basal rates. The customer was advised to contact md to discuss possible causes of lbgs and a need to adjust basal rates.